Event description:
The following was reported by the attorney for the patient: on (B)(6) 2004 - the patient underwent surgery. A repair of a hernia was performed using composix e/x. On 10/2009 - the patient was hospitalized, and underwent an exploratory laparotomy with extensive lysis of adhesions and removal of mesh material. The mesh had separated. The attorney alleges the composix e/x patch used in the patient's hernia repair surgery failed, resulting in the serious injuries to the patient. The patient has suffered and will continue to suffer physical pain and suffering, impairment, disability, and disfigurement.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney report alleges the patient underwent hernia repair using composix e/x in (B)(6) 2004. Following the procedure, the patient had numerous complications and required multiple physician visits. Subsequently, the patient continued to have problems associated at the site of the hernia repair and inserted mesh, and experienced great abdominal pain. The patient underwent lysis of adhesions and excision of composix e/x in (B)(6) 2009. Although medical records were not provided, the attorney report indicates that the patient developed and was treated for adhesions which is a known possible adverse event listed in the IFU. A manufacturing review was performed and did not reveal a manufacturing related issue. Additionally, no product was returned for evaluation. Based on the currently available information, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.